Event description:
A hospital in (B)(6)reported that an rt340 breathing circuit failed the ventilator leak test and a pinhole was found on the dryline. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the dryline of the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that a hole was found approximately 10 cm away from the connector of the dryline. A lot check revealed two other complaints of this type for lot number 120319. Conclusion: it was identified that the damage to the rt340 dryline tube could have been caused during the manufacturing process. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).